Event description:
The hcp reported the pump and catheter were removed due to a pump pocket infection that had tracked back to the pump. A follow up report will be sent when additional info is received.